Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that the issue was detected prior the use. The samples were going to be used for demo samples; however, the issue was detected by the distributor in their office. One of the three the guidewire is bent. There was no patient involved as they were for demo use only.

Manufacturer narrative:
(B)(4) the reported event was confirmed through examination of a returned product sample. The customer provided a sealed arterial catheterization kit along with a picture of a damaged guide wire. Visual inspection of the assembly through the clear plastic tray found that the guide wire was protruding from the distal end of the guard and appeared to be bent. The assembly was removed from the kit and inspected. The guide wire was advanced and examined under magnification, confirming the damage. The device history records for the guide wire assembly and the guide wire were performed with no relevant findings. However, the probable cause is manufacturing related. Corrective actions have been implemented for related issues and the lot number of the returned sample was manufactured prior to their implementation. No further action will be taken.